Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.9 inr): returned strip: qc 1: 3.1 inr . Retention strips: qc 2: 3.1 inr , qc 3: 3.1 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Upon analysis of the meter memory, the results alleged by the customer were not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 3:25 pm, the result from the meter was 5.0 inr. At 4:30 pm, the result from a laboratory using an unknown reagent was 3.2 inr. At 5:00 pm, the result from the meter was 5.5 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 inr- 3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.